Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event while using the ilet bionic pancreas, stating that such events happen frequently, with no alerts or alarms reported and self-treatment with oral glucose indicated. Symptoms included insufficient information to characterize clinical manifestations. Outcomes included insufficient information to characterize impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.